Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) with syncope. The physician called for a consult review. Technical services reviewed the data and found this pacemaker exhibited atrial undersensing. Additionally, there was a right atrial automatic threshold (raat) greater than programmed amplitude or suspended. However, the pacing threshold cannot be evaluated with a remote interrogation. Technical services recommended further evaluation as programming optimization may be needed. The cause of the syncope was unknown. Subsequently, this lead was surgically abandoned and replaced successfully. The pacemaker was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.